Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that after x-clamp and cardioplegia administration was started, the pressure rose quickly to p1 (pre pressure) higher than 600 mmhg and delta p 450 to 475. An additional 50000ie heparin was given, along with 2.4 liter of ringer. After short time, the pressure started to decrease, and at end of operation p1 was 330 to 334 mmhg, and delta p was 160. The device was replaced to complete the procedure. There was no patient impact associated with this event. It was also reported that the procedure was a coronary artery bypass grafting procedure (CABG). The start hematocrit (hct) was 45. The act after heparin was 472 seconds. An additional 10000ie heparin was given before the start of extracorporeal circulation (ecc). Medtronic received additional information that the temperatures pre and post oxygenator were 36.2 degrees celsius. The additional 5000ie heparin and 2.4 liter of ringer were added due to high pressure excursion and not as a part of routine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: complaint not confirmed for the fusion oxygenator's high pressure excursion. The issue was not verified, as no device returned for analysis. Review of this unit¿s device history record found no abnormalities or ncmrs initiated during manufacturing that would cause or contribute to the reported event. This unit passed all testing and inspections during manufacturing. It is suspected the high pressure experienced by the customer may be related to a cold induced protein build up or cryoprecipitate which caused initial flow restriction in device, or the patient or clinical condition at time of bypass or related to heparin potency. Root cause is undetermined. There were no patient/clinical safety issues reported. No further actions to be taken at this time. Trends for issues with this product are reviewed at quarterly quality meetings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.